Manufacturer narrative:
Evaluation: it was confirmed the tip of the suction wand was broken off. The break was in the tip itself. All 4 detents from the staking process were present and part of the tip was still inside of the device. The tip itself broke in half. No other problems were found with the device. The root cause could not be determined. The device did have the four staking detents in it so it is clear that the device did go through the staking process. The tip break was a material failure, but a review of the material lot revealed no nonconformances related to this lot of material. Other possible causes that could have contributed but could not be investigated include, shipping damage, user error, and storage conditions. The complaint trend is within the expected limits, and a manufacturing defect could not be confirmed, thus no corrective action is required at this time. A review of manufacturing records showed no nonconformances associated with this lot. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Event description:
It was reported that the suction "cannula tip got broken off at the connection to the cannula body during use." Per the hospital, strong force was not applied to the device." The customer commented that the fragment of the cannula tip did not remain inside the patient body. There are no patient complications reported.

Manufacturer narrative:
Device is currently under investigation into root cause.